Event description:
Customer reports that the latch opens when the stop button is selected. No injuries were reported.

Manufacturer narrative:
Statspin centrifuge reporting latch unlocks and releases when the stop button is pressed, which can still release inner contents. No injuries reported. The instrument was repaired and was verified to be operational via instrument performance tests with 120v and 1 hour burn with no errors.